Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was connected to the console, the waveform was not displayed and the console indicated that there was a fiber optic sensor failure. The console was switched out with a different one, but the issue persisted. The iab was then replaced with a new one, and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The stopcock, extender tubing, dilator and guidewire were also returned. The guidewire was kinked at approximately 31cm from the j-tip end. Three catheter tubing kinks were observed at approximately 72.6cm, 31cm & 28.2cm from the iab tip. Additionally, an optical fiber break was also observed within the membrane at approximately 14cm from iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).